Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter (mother) of the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that issue with the meter started on (B)(6) 2015 at 7- 7:30 am when the patient obtained an alleged inaccurately high blood glucose (bg) result of 137 and 117 mg/dl on the subject meter compared to 110 and 96 mg/dl with another meter (onetouch ultra), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs accuracy criteria. The reporter for the patient was unable/unwilling to say how he manages his diabetes or whether he made any changes to his usual diabetes management routine as a result of the alleged product issue. The reporter stated that roughly 30 minutes after the alleged product issue began, the patient developed the symptoms of cramps, dizziness, memory lapse and unconsciousness. The reporter claimed that an emergency doctor was called and the patient was treated on (B)(6) 2015 at 7:30 am, with an emergency case syringe by a non-health care professional (hcp). The reporter claimed that a blood glucose result was obtained on the doctor's meter. However, she was unable to recall the result. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain a blood result.